Manufacturer narrative:
(B)(4). Investigation summary the device was received with the electrode tip broken off from the shaft and returned. No further functional analysis could be performed due to condition of the device. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lavh, it was found that the blade tip was broken off when the device was taken out from the patient. The broken part was found outside the patient and it was retrieved. The device was used on the ligament. Another device was used to complete the case. There were no adverse consequences to the patient.